Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition.evaluation was unable to reproduce or verify the reported problem. Evaluation sent the device to the flowlines for flow testing at 40 ml/hr for 60 mins with a vtbi of 40 ml and the device came back with results of 40.394 and a max error percentage of (B)(4)%. With a max error percentage within (B)(4), no correction is required the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was involved in a ¿suspected¿ over infusion. During an unknown infusion, reportedly there was a ¿suspected¿ over-infusion and the patient sustained a ¿possible¿ unspecified ¿death or serious injury¿ (not further specified. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. The event history log was reviewed for the last days of customer use as no event date was provided.  The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.